Manufacturer narrative:
On 5/23/2019, the mentor failure analysis lab has received the device for evaluation. Upon receipt of the device, the catalog number and lot numbers were identified as 3501640, and 5667024 respectively. On 5/29/2019, mentor became aware that the replacement devices were catalog number 3501640, sn (B)(4) on left and with sn (B)(4) on the right side on (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/14/2019, device evaluation was completed. During evaluation of the sample a crease was observed running from the anterior to the posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately 0.1 cm. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent revision breast augmentation with a unknown size unknown saline implants on the right and was presented breast implant deflation. As a result, the device was explanted on (B)(6) 2019. .